Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to the new information received from field service engineer (fse), the reported internal leakage test failed during pre-use check was solved by cleaning the membrane of the expiratory cassette and the inspiratory pipe. After cleaning, the ventilator passed all functional and safety tests and was cleared for clinical use. The failure is pre-use check related and will not occur during ventilation.

Event description:
Manufacturer's ref.#: (B)(4).